Manufacturer narrative:
Investigation summary: bd was not able to verify the reported issue with representative samples that were received. The samples were subjected to functional tests of ¿tip adhesion¿ and it can be verified that none of the 5 units presented this defect. During the analysis of the batch history, the history of nonconformities and the history of corrective maintenance, no records that could lead to the needle disengagement difficult were found. According to evaluation of the complaint description, it was verified that ¿after insertion of the catheter, in the withdrawal of the needle it attaches, preventing the exit of the same. When forced or tear the catheter or it leaves, thus losing the venous access¿ this kind of defect can be caused due to high adhesion of the tip of the catheter with body of cannula, which was not identified in the returned samples. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that bd angiocath¿ IV catheter failed to retract needle properly after catheter insertion. No serious injury or medical intervention was reported.

Manufacturer narrative:
Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter failed to retract needle properly after catheter insertion. No serious injury or medical intervention was reported.

Event description:
This supplemental is meant to indicate that the bd angiocath IV catheter is not a safety device. There was no retraction failure, as the needle could not be separated from the catheter, and thus this is not considered a reportable malfunction.

Manufacturer narrative:
This supplemental is meant to indicate that the bd angiocath IV catheter is not a safety device. There was no retraction failure, as the needle could not be separated from the catheter, and thus this is not considered a reportable malfunction.